Event description:
The caller reported an 8dct with a cuff leak was noticed whenever the cuff was inflated (while the patient was sleeping, eating, or taking medications). The tracheostomy tube was in use 3-4 weeks when the issue was noticed. The patient had to be re intubated. The caller stated they normally change tracheostomy tubes every four to five (4-5) weeks.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.